Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: suture detachment noticed prior to procedure. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. Samples received: five samples received in sealed packaging. OEM applied the test of armed resistance (strength of binding thread-needle). Final conclusion: considering the complaint investigation as "not justified" is determined, as both the retrospective study, the analysis of the samples received were satisfactory. Actions: it does not require any corrective and/or preventive action since the analysis of the samples were satisfactory.

Event description:
Country of complaint: (B)(6). Complaint description: suture detachment noticed prior to procedure.